Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Litigation alleges that patient had grinding, popping, weakness in the hip, dislocations of the hip, and short-term memory loss. Her hip pain continued to worsen considerably and significantly impaired her ability to perform daily household activities, climb stairs and even walk. This, combined with increased metal ion levels, required patient to undergo hip revision surgery.

Manufacturer narrative:
Patient fact sheet (pfs) form and implant stickers received that provided part/lot information. There is no new information that would change the outcome of the investigation. Depuy still considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.